Event description:
The health care provider (hcp) reported that a catheter dye study was done friday (B)(6) 2012 and the patient was having withdrawal type symptoms; withdrawal suspected. The hcp wanted to turn pump down as low as possible and was considering placing an external catheter so intrathecal delivery could be resumed. Later it was reported that the patient had experienced intermittent loss of therapy. No pump volume discrepancies were noted. Radiographs were done and showed a 'lucency' at the pump/catheter port connection site. A catheter dye study was planned to occur on (B)(6) 2012. The pump was used to deliver gablofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8703w, lot # l47431, implanted on: (B)(6) 1998, explanted on: unknown. (B)(4).